Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufactured date 2019.

Event description:
On (B)(6) 2023, it was reported by a sales representative via e-mail that an ar-623-t708 ibalance® tka snapped in half. This occurred during a procedure while removing, all fragments were retrieved and there were no further complications.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b3, b5, g3.

Event description:
Additional information was provided on 12/19/2023 where it was stated that this event occurred when removing the poly trial during a total knee case on (B)(6) 2023 and all fragments retrieved.